Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he has not felt stimulation in months. As such, the ipg will no longer communicate with external devices and the patient programmer displayed an error message. Reportedly, the sjm representative met with the patient to confirm the issue and concluded the ipg was inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6)2017 where the ipg was removed and replaced. Therapy has been resumed and issue has been resolved.